Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 40-52 mg/dl; cause was unknown. Juice and glucagon was administered by the contact to treat bg level. Review of the pump data logs by tandem technical support verified that there was no changes that had been made to the pump settings. Based on the customer's pump settings, the bolus calculations were accurate. Additionally, the basal software suspended insulin delivery as intended. Customer acknowledged the information. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) between 2:19 am and 6:44 am. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Cartridge change sequence was completed twice in a row on (B)(6) 2019, at 9:32 pm and at 9:45 pm, for a total of 20.37 units primed via the ¿fill tubing¿ step. At 6:54 am on (B)(6) 2019, user increased the target blood glucose settings. A review of basal rate settings shows the user increased the basal rate from 2 units/hour to 3 units/hour on (B)(6) 2019, increasing total daily basal insulin from 48 units to 72 units. If user did not disconnect during the ¿fill tubing¿ steps of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings needed adjustment. A review of the user¿s settings showed the basal rate has since been lowered to 1 unit/hour, for a total daily basal of 24 units. It is possible the basal rate of 3 units/hour was entered in error. There is no evidence that the pump experienced a malfunction or failure.